Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 37 events were reported for this quarter. Product return status: 33 devices were received for evaluation, 3 devices were available for evaluation but have not yet been received, 1 device was not available to stryker for evaluation. Evaluation status: 16 events were confirmed during testing, - 14 devices were found to be affected by corrosion, - 2 devices were found to be affected by a mechanical problem, 17 device evaluations are in progress. Product disposition: 15 devices were repaired and returned to the account, 1 device was repaired and put back in stryker stock. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated; 32 events had no patient involvement; no patient impact; 1 event had no known patient involvement or patient impact;. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 37 total events were initially reported. 37 previously reported events are included in this follow-up record.   Product return status 36 devices were received. 1 device was not available for evaluation. Evaluation status 22 reported events were confirmed during testing. - 10 devices were found to be affected by motor assembly corrosion. - 2 device was found to be affected by a corroded socket assembly. - 1 device was found to be affected by a corroded sag head. - 4 devices were found to be affected by a damaged and worn bearings. - 1 device was found to be affected by a damaged ball bearing. - 1 device was found to be affected by a damaged bearing. - 2 devices were found to be affected by an unpressed sag head bearing. - 1 device was found to be affected by a damaged and worn rotor. 14 reported events were not confirmed during testing; however: - 4 devices were found to be affected by a corroded sag head assembly. - 3 devices were found to be affected by corroded motor assembly. - 1 device was found to be affected by sag head damage. - 1 device was found to be affected by corroded motor, rotor, sag head assembly and bearings. - 1 device was found to be affected by a corroded socket. - 1 device was found to be affected by damage and wear to the rotor bearing. - 1 device was found to be affected by a damaged ball bearing. - 1 device was found to be affected by a damaged drive bearing and debris in the sag head. - 1 device was found to be affected by damage and wear to the bearings. Additional information 37 devices were not labeled for single-use. 37 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device reportedly overheated. 32 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 21 previously reported events are included in this follow-up record.   Product return status: 17 devices were received for evaluation. 4 devices were available for evaluation but have not yet been received.   Evaluation status: 10 reported events were confirmed during testing.  5 devices were found to be affected by corrosion. 2 devices were found to be affected by a worn component. 3 devices were found to be affected by a mechanical problem. 4 reported events were not confirmed during testing; however: 2 devices were found to be affected by a damaged component. 1 device was found to be affected by corrosion. 1 device was found to be affected by a worn component. 7 device evaluations are in progress.   Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed and reused.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. 32 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 4 events had patient involvement; no patient impact.